Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a peripheral artery procedure to treat a target lesion in the superficial femoral artery. The target lesion was treated with laser atherectomy and pre-dilated. Two supera stents were implanted without issue. A third supera stent was advanced and the stent deployed. During stent deployment, the guide wire moved back. The guide wire was repositioned and the tip of the supera stent delivery system separated. The delivery system was removed and the tip remained in the anatomy. A post-dilatation catheter was advanced, and the tip was pushed into the perineal artery. No attempts were made to remove the tip. Post procedure, the patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incident reported from this lot. The investigation was unable to determine a cause for the reported tip separation. The foreign body in patient is due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Attachment: user facility medwatch report number. The report number was not provided.

Event description:
Subsequent to filing the initial MDR, the user facility medwatch report form was received stating the following event description: surgeon placed three stents on patient with right leg ischemia. On removal of the stent assembly surgical team found that the conical inserter tip had dislodged from the equipment and was lodged in the peroneal artery. Physician was unable to remove the tip and determined that the clinical significance of the retained tip was minimal.